Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the arm for between 4 and 24 hours prior to the medical event on (B)(6) 2025. The patient sought medical attention while actively wearing the pod. The patient was experiencing high glucose values over 350 mg/dl that did not respond to correction boluses. Before seeking medical attention, the patient experienced vomiting, nausea, and significant weakness, which prompted the visit. At the hospital, the patient was diagnosed with beginning stages of diabetic ketoacidosis. Treatment included fluids and anti-nausea medication. The patient remained in care for about five to six hours and was discharged on the same day.